Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. UDI #: (B)(4).

Event description:
The customer reported shock not delivered and red cross appearing on the display. There was no report of patient involvement.

Manufacturer narrative:
.